Event description:
It was reported that the top left buttons of a spectrum infusion pump were not working. This issue was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, it was observed that the 1st and 2nd soft keys were unresponsive. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.